Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection of the device did not reveal any evidence of particulate matter. No nonconformances were observed during evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the sponge of a minicap. The reporter described the particulate matter as ¿shiny stuff.¿ this was noted before patient use. There was no patient involvement. No additional information is available.